Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the spindle cap was broken. The implant was properly deployed using the correct technique and resistance was addressed with the proper adjustment. The broken spacer was removed and a new spacer was used to complete the procedure successfully. The device will not be returned as it was discarded by the medical facility.